Event description:
The customer reported obtaining imprecise positive troponin I (access® accutni) results for two (2) patient samples, over two separate days, involving the access® 2 immunoassay analyzer portion of the unicel® dxc 600i synchron® access clinical system. This report references the event which occurred on (B)(6) 2014; please refer to medwatch report number 2122870-2014-00057 for the report of the event which occurred on (B)(6) 2014. The customer ran a sample from one patient on (B)(6) 2014 and obtained an accutni result of 0.049 ug/l. The patient sample was repeated twice on a centrifuged aliquot on the same instrument and accutni results of 0.038 ug/l and 0.027 ug/l, which were within the normal range of the assay, were obtained. The results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. All system parameters including quality controls (qc), calibrations and system checks were performing within assay and instrument specifications. Based on the available information provided by the customer, the sample was processed correctly to allow for sufficient time for the sample to clot. The access® accutni reagent was used in conjunction with the unicel® dxc 600i synchron® access clinical system serial number (B)(4) for this event.

Manufacturer narrative:
(B)(6). The customer did not request for service and there was no indication that the device in question was returned to beckman coulter for testing. There was insufficient evidence supplied to reasonably conclude that a specific malfunction has occurred in conjunction with this event. The cause of this event is unknown. All medwatch reports associated with this event: 2122870-2014-00057, 2122870-2014-00058.